Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber stopped working properly at about 25,000 joules of use, and it was noticed that the glass cap partially broke at that point. The fiber was continued to be used until 38,224 joules and 5 minutes of use, and then a new fiber was used. The procedure was completed using the second fiber without patient complications.